Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pressure regulating balloon (prb) was removed and replaced due to a fluid leak. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 pressure regulation balloon underwent a thorough analysis. It was visually and microscopically examined, and leak tested. A balloon shell tear was identified proximal to the sphere-adapter junction. The damage is consistent with material fatigue and no other damage or irregularities were found. Based on the information available and analysis results, the tear identified could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pressure regulating balloon (prb) was removed and replaced due to a fluid leak. No patient complications were reported.